Event description:
It was reported by the patient that they are experiencing worsening vertigo and ambulation difficulties post increase of vns settings. The patient later reported that the vertigo caused her to fall and hit her couch which lead to a hospital admittance. The patient was told by an ent after reporting difficulty breathing that their vocal cord was not working correctly and was exacerbated by the stimulation increase. No additional relevant information has been received to date.